Event description:
The liner was removed with an extraciton device. Before removing it was noted that patient had a fracture of high density polyethylene at the margin of the lip of the prosthesis from about 11:30 to 1:00.